Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of 900 mg/dl, as insulin did not pump through the infusion, but they tried to treat it with a bolus via the pump. Consequently, on (B)(6) 2022, she went to the emergency room and stayed there for three hours. Subsequently, she was admitted to the intensive care unit, as her ketones were high, and the health care professional assessed it as dangerous/ life threatening. The infusion set had been used for three days. During hospitalization, she received fluids of saline, insulin, and some unspecified medication (drug name unknown) as corrective treatment which resolved the issue and there was no permanent damage. She had been in and out of hospital admissions multiple times per week. No further information available.